Event description:
Boston scientific received information that this right atrial (ra) lead exhibited low pacing impedance in the daily measurements (dms) but patient did not hear the device emit any tones. Boston scientific technical services (ts) explained about this new feature when the device is being updated. Ts considered demonstrating the beeping tones to the patient. Based on additional information obtained, the lead impedance measurements appeared to run in the 200 to 300 ohms range and it occasionally dropped to below 200 ohms which appeared to be stable as was shown in the trend. Moreover, there were brief episodes of noise on the lead which was reproducible upon device manipulation. Both sensing and pacing threshold measurements are within normal limits which led the physician to continue monitoring the patient. This ra lead remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.